Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went into hypoglycemia while using the omnipod system to manage their diabetes. Patient's personal diabetes manager (pdm) stopped responding due to home key sticking, thus, causing blood glucose (bg) levels to become adversely affected. Patient was treated at an emergency room with b5w dextrose and physician modified pdm basal settings after the event. No further details on this event were provided.